Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an 8mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio delivery system. During deployment inside the patient, the occluder deformed into a cobra shape. The occluder was re-sheathed and re-deployed 3 times, however the deformation persisted. There were no interactions with cardiac structures and no angulation/kink was observed with the delivery system. The deformed device was never released from the cable while inside the patient. A new 10mm amplatzer septal occluder was successfully implanted. The patient was reported to be in stable condition.